Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle stuck and had to be manually deactivated. The same device was used to complete the procedure. The hospital did not report any patient effects. The device is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).